Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 875139. The expiration date was not provided. The customer uses third-party quality controls. The provided qc data showed unstable qc levels between on (B)(6) 2025. The field service representative found that the rinse tubing was split. He replaced the tubing and checked that the other tubings were acceptable. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 7 patient samples on a cobas 8000 c702 module. It was alleged that the customer noticed low fliers one week but noticed highfliers the next week. Patient (B)(6): it was alleged that the initial result was approximately 45 umol/l, and the repeated result was approximately 80 umol/l. Patient (B)(6): it was alleged that the initial result was approximately 1000 umol/l, and the repeated result was approximately 80 umol/l. Patient (B)(6): the initial result was 41 umol/l, and the repeated result was 84 umol/l. Patient (B)(6): on (B)(6) 2025, the initial result was 710 umol/l, and the repeated result was 45 umol/l. Patient (B)(6): on (B)(6) 2025, the initial result was 345 umol/l, and the repeated result was 92 umol/l. Patient (B)(6): on (B)(6) 2025, the initial result was 1525 umol/l, and the repeated result was 47 umol/l. Patient (B)(6): on (B)(6) 2025, the initial result was 402 umol/l, and the repeated result was 75 umol/l.